Event description:
Customer contacted sales rep while hospitalized dka due to high blood glucose. Also stated unit not delivering and no alarms occurred during high blood glucose. Did mention a major out-of-state move that was very stressful and could have contributed to high blood glucose. Customer on manual injections and blood glucose have stabilized.